Event description:
The plantiff, alleges that while a student and thereafter in the plantiff's work, the plantiff unknowingly inhaled and was exposed to latex, latex dust, latex proteins, and latex containing powder and/or various other additives from the ordinary use of latex-containing gloves. Plantiff alleges that as a result, the plantiff had developed serious, severe and permanent bodily injuries, including but not limited to the development of latex hypersensitivity, asthma, respiratory problems, hives, dermatitis, diarrhea, vomiting, confusion, throat soreness, fatigue, extreme discomfort, depression and emotional distress, all of which are or may be of a permanent, continuing, life-threatening nature. Plantiff also alleges significant pecuniary damages resulting from lost wages and expenses incurred for treatment. Plantiff further alleges that the plantiff was caused to suffer severe and immediate reaction upon re-exposure to latex or latex-containing products and/or the dust and/or the proteins, and/or the powder. Finally the plaintiff's spouse, alleges that the plantiff's spouse has suffered and will suffer the loss of the plantiff's services, loss of consortium, financial support, and the care and comfort of the plantiff's society. The plantiff's spouse also alleges that the plantiff's spouse has incurred and will incur expenses in the future for medical attention rendered to the plantiff.